Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient has had a return of target pain and they're trying to adjust stimulation to cover that pain. Caller was trying to change groups from c to b, but the controller was telling him that stimulation was off. Patient services (pss) reviewed how to change to group b and turn stimulation on, which the caller was able to do without issue. Pss assisted the caller in changing between groups c and b during the call. Caller stated the patient felt pins and needles on group b. Pss reviewed general scs therapy information. Patient was still having pain despite the caller making multiple group and amplitude changes during the call. The last reviewed setting was group c at 7.6ma. Caller also stated the scs therapy was reducing the patient's target pain by 70% and was allowing the patient to sleep at night. Patient sync'd with the patient programmer (pp) and it showed stim off. It was reviewed how to turn stim on. Troubleshooting resolved the reported issue with turning on stim. However, lack of pain relief was not resolved at time of call. Caller stated patient was still feeling pain despite having stim turned on and amplitude was increased. Caller stated that the return of pain was ongoing despite only having started today. It was reported that the patient considered this a sudden change. No further complications were reported/anticipated.